Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The customer requested a repair, several deficiencies were found to be impairing device function during evaluation, therefore we can confirm this complaint as defects were found with the complaint device. It was found that there was a short circuit in the motor cable. Also the resistance value of the keypad of the handcontrol set were out of specifications. The keypad was found to be not responding. The motor cable and the handcontrol set were replaced. However, given the information provided we cannot discern a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/06/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls was received without any information from the customer site and needed repair. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.